Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during the deployment of the 23 mm sapien 3 valve by tf approach, there was a leakage of the commander delivery system. A non-edwards balloon was used and the valve was fully deployed.the patient left in stable condition.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The delivery system was visually inspected for any gross defects and/or abnormalities. There was a partial break on balloon shaft under the strain relief. No other abnormalities were observed on the balloon or delivery system. A leak was confirmed under balloon shaft strain relief at the y-connector, which resulted from a complete break on the balloon shaft distal to y-connector. The balloon shaft outer diameter (od) distal to the y-connector bond met specification. No manufacturing non-conformances were found which could have contributed to the reported complaint event. No IFU/training deficiencies were identified. A review of complaint history from may 2015 to april 2016 revealed other returned complaints confirmed for commander delivery systems leakage distal to the y-connector (all sizes). Several of these complaints have been confirmed and a CAPA and a pra were previously initiated. Review of complaint history reveals that the occurrence rate for leakage for the commander delivery system does not exceed the april 2016 control limits for the trend category. All devices are 100% inspected by manufacturing and quality from the distal to proximal ends of the device under 2.85x minimum magnification for device damage (e.g. Kinks, cuts). Also, balloon catheters are 100% leak tested. The related manufacturing lot underwent product verification testing on a sampling plan, which included visual inspection, tensile testing of the y-connector/balloon shaft joint, and inflation and deflation time; all samples passed visual inspection. During tensile testing, the calculated tolerance limit was statistically above the lower specification limit. The complaint for delivery system leakage was confirmed as a break in the balloon shaft adjacent to the y-connector was observed. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage, it is also possible that a potential manufacturing/design related issue may have also contributed to the complaint event. Due to the severity associated with balloon shaft fracture near the y-connector, and other similar confirmed complaints, a risk assessment was performed and corrective/preventative actions are being addressed through a CAPA. This unit was manufactured prior to the implementation of the balloon shaft configuration design corrective action.